Manufacturer narrative:
The reporter's meter and controls were returned for investigation. Control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results: level 1 ¿ 44, 45, 44 mg/dl level 2 ¿ 302, 301, 301 mg/dl all returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Meter controls were last run on the meter on 14-feb-2021 with passing results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant glucose results with accu-chek performa meter serial number (B)(4) when compared to a libre meter. At 9:53 a.m. The performa meter result was 385 mg/dl. Immediately after, the patient was tested with the libre meter and the result was 222 mg/dl. At 9:58 a.m. Another test was performed with the performa meter and the result was 244 mg/dl. The patient was treated based on the libre meter result.